Event description:
On 03/10/2005, while hospitalized, a home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during 2/4 of their automated peritoneal dialysis therapy. Per initial report, the "nurse found a leak", but was unsure whether it was coming from a solution bag or other disposables. Baxter's technical service center assisted the home patient's nurse in ending therapy early. Follow up with the home pt's spouse on 03/17/2005 revealed that the home pt was diagnosed with peritonitis following the incident. Baxter product surveillance contacted the home patient's nurse who advised that the home patient was going to be transferred to hemo. The nurse had not provided details regarding the peritonitis episode, despite repeated attempts to obtain additional information.

Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneai dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report. During a follow up call, the home pt's spouse indicated that pt has been hospitalized and spouse stated pt had an infection. Baxter product surveillance contacted the nurse manager at the dialysis facility-no information was given to baxter.